Event description:
End user called to complain of getting an error message when testing the blood glucose test strips with glucose control solution. Trouble shooting by phone showed the strips were giving an error message to the user. The strips were replaced and the defective ones were returned to company for evaluation.